Manufacturer narrative:
D10: 02-020-11-0335 - truliant ps cem fem ps cem right sz 3.5: 6869891. 02-022-44-3511 - truliant tib imp psc insert sz 3.5, 11mm: 7224751. 02-022-45-3525 - truliant tib fit tray cem sz 3.5f / 2.5t: 7038627. 200-07-32 - advanced patella 32mm 3 peg implant: 7313855. 201-78-15 - holding pin mini sharp point 4 pk: a032477. 521-78-23 - threaded pin size 2.3 collared 2pk: s367891. 521-78-23 - threaded pin size 2.3 collared 2pk: s367893. 521-78-32 - threaded pin size 3.0 collarless 2pk: s321184. 521-78-36 - threaded pin size 5.1 collarless 2pk: s368120. A10012 - gps implant kit v2: 02030022135. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total knee replacement on the right side. Subsequently, the patient experienced a fall with a hyperextension injury resulting in a quad tear. As a result, approximately one (1) month post-surgery, the patient underwent a procedure to repair the arthrotomy and quad tendon. No further impact to the patient was reported. No other information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, g3, h6, h11. MDR section codes updated/corrected: b. The quadriceps tendon repair and primary repair of arthrotomy was likely the result of a fall and hyperflexion injury, as stated in the provided information. The reason for the fall cannot be conclusively determined but may be related to patient and/or environmental factors. Based on available information, there is no indication that a device-related issue resulted in the fall. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.